Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level. Customer's blood glucose value was 54 mg/dl at the time of the incident. Customer other blood glucose value was 53 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was off the insulin pump, because tape was not sticking. Customer stated that tape of infusion set was not sticking and this caused low blood glucose. Customer stop using the insulin pump system due to pump issue. The device will not be returned for analysis.